Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an x-ray was performed and revealed a kink near the clavicle on the right ventricular (rv) lead. A revision procedure was planned, but the lead remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was explanted with no surgical observations. The whole system was explanted and moved from the left to the right side of the patient. No additional adverse patient effects were reported.